Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 8000 c 702 module. The initial result from the primary tube was 1.35 mmol/l. It was noted there was very little volume in the tube. The repeat results from an aliquot run in false bottom tubes were 2.29 mmol/l and 2.28 mmol/l. It is not known if the questionable result was reported outside of the laboratory. The ca2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Section b3 was updated. The ca2 reagent lot number was 519115.